Manufacturer narrative:
. E3: occupation: rn the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band had a hole in it and would not inflate. There was no patient injury, and no blood loss was reported. Additional information was received on 22nov2024: the procedure performed on the patient prior to the tr band was a left heart catheterization. The hole in the tr band was not discovered prior to inflating. The hole was located on the tr band large balloon assembly. There was 15ml's of air injected when the tr band was applied. Approximately two (2) minutes after initial inflation the tr-band was noted to be losing air. A 6 french glidesheath slender and an additional tr band were used. A second tr band was used to achieve hemostasis. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The operations quality engineer was notified about this issue. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).